Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of multiple cartridges did not connect with the tubing of the infusion sets. A cartridge change was performed resolving the issue. Customer's blood glucose level was 208 mg/dl.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.